Manufacturer narrative:
Block a2: the patient was reported to be more than 80 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported that a nephrostomy catheter set was used to establish percutaneous nephrostomy access during a percutaneous nephrostomy procedure performed on (B)(6) 2025. Following hospital discharge, the patient developed a urinary infection during the catheter indwelling period. No additional adverse events were reported. Per physician's assessment, the event was not related to the device.